Manufacturer narrative:
This charger model number was included in a field correction. Pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging want of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Refer to MFR report #1627487-2014-12471, 1627487-2014-12470. It was reported that the patient's ipg is tender to the touch and the ipg is moving when she walks. The patient experienced shocking at random times. The patient reported that the stimulation turns on and off by itself. The scs system requires recharging more frequently and experiences heating while charging. Surgical intervention is planned to address the issue. On 08/01/2012 st jude medical neuromodulation division sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.